Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Patient reported the pod was leaking. When removed from the infusion site (leg), the pod's cannula was found bent. Additional method of treatment was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data that would indicate resistance during insulin delivery. During the investigation, fluid was able to freely pass through the soft cannula. The fluid path was tested for leaks. No leaks were found.